Manufacturer narrative:
Follow-up # 1 date of submission 06/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: during investigation, the pump was powered on and the display was found to be clear and legible. The complaint of a dim, discolored display was not observed. Unrelated to the complaint, the display lens was observed to be worn, which is cosmetic and has no effect on insulin delivery function. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.